Manufacturer narrative:
On (B)(6) 2014 consumer claims she stopped using the breast pump approximately 1 week ago. She used the breast pump for about 3 weeks (less than 10 times). The product was purchased on (B)(6). Consumer did consult a lactation consultant. Bruising only occurred on the right side, however, it was uncomfortable on the left side. Consumer states she was unable to feed for 4-5 hours. Product was requested to be returned for evaluation. Prepaid label was sent to the consumer.

Event description:
Received a call from the consumer. Consumer states that the philips avent comfort double electric breast pump was causing bruises every time she used the pump. Consumer states she was unable to pump her breast milk and did consult a lactation consultant.